Event description:
It has been reported to philips that the device was unable to perform exposure. There was no reported patient or user harm. The device was reportedly in clinical use at the time of the issue. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use at the time of event. The philips field service engineer (fse) inspected the system onsite and confirmed that images storage was full. Upon functional testing, the fse deleted all patient¿s data, but issue persisted. The fse suspected ippc failure and cleared the ippc memory sticks and display cards; then replaced the discharged bios battery, disassembled hd changed box and connected it to main bd directly. After this action the fse reloaded ippc software and re-created images which resolved the issue. After this, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.